Event description:
The customer stated, she was hospitalized for low blood glucose levels. The customer also stated, that the insulin pump was exposed to MRI and x-rays, prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as the device has not yet been evaluated. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.